Manufacturer narrative:
Evaluation, results: no results available since no evaluation was performed (stent remains implanted); failure to follow instructions (recommended in IFU that the shelf life be verified prior to use); evaluation, conclusions: failure to follow instructions (recommended in IFU that the shelf life be verified prior to use); user error contributed to event (device used beyond ubd. Recommended in IFU that the shelf life be verified prior to use);

Event description:
It is reported that a 3.50 x22 mm integrity rx bare metal stent was implanted in a patient approximately 71 days after its use before date. The device was removed from its packaging per IFU and inspected with no issues noted. No patient complications are reported.